Event description:
It was reported by the rep that when the device was used during an unknown procedure, it experienced an incomplete staple line. Opened another device to complete the case. There was no consequence to pt.